Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the last basal delivery was on (B)(6) 2015 at 16:19 and the last bolus delivery was a 10.00u bolus on (B)(6) 2015 at 11:17. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at the end testing the basal history was correctly recorded. No delivery interruptions or alarms occurred during the testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within the required range. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported that the basal history did not match the active basal program. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.